Event description:
Pt was scheduled for a laparoscopic tubal ligation. After the trocar was removed from the abdomen, bright red bleeding was identified. The iliac artery was found to be injured and the repair required opening the abdomen. The pt suffered blood loss requiring 7 units of blood experienced post-op adult respiratory distress syndrome.